Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device was alarming and displayed "check for empty cassette and tubing." It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.